Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The customer had reverted to a backup plan of manual injections. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad trace. No button error alarm noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot and missing end cap sticker.